Event description:
Mid case, gas bench was not reading anesthesia gases or etco2 for 7 minutes. During this time, was able to use alternative etco2 until gas bench started working again. Machine taken out of service and biomed working on it. Manufacturer response for anesthesia delivery unit, (brand not provided) (per site reporter): suggested to replace pump.